Manufacturer narrative:
The event date has been approximated to (B)(6) 2015, the date of the mesh resection procedure and conservative treatment to treat patient complication. However, it is unknown when the mesh infection, mesh erosion/exposure and dyspareunia first occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter city and state: (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, after the procedure, the patient experienced mesh infection, mesh exposure and dyspareunia. Patient's mesh infection was treated with estriol tablet and monthly cleaning, but poor improvement was observed. Subsequently, the patient's mesh exposure and dyspareunia were treated by conservative management including the use of estrogen, antibiotics and nsaids. Additionally, on (B)(6) 2015, outpatient removal of exposed mesh was made and surgical resection and wound closure was performed in the operating room. Reportedly, on (B)(6) 2015, the wound area was good and there was no recurrence mesh erosion was noted. Also, dyspareunia was relieved after re-operation.